Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. Customer had called in regards to erratic results. After reviewing the meter memory, lo result was found. Customer stated she felt fine when she got the result. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/27/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 115mg/dl (B)(6) 2017 08:39 am fasting: yes, the 142mg/dl (B)(6) 2017 10:27 pm fasting: yes, the 81mg/dl (B)(6) 2017 05:20 pm fasting: yes, lo (B)(6) 2017 05:19 pm fasting: yes, the 126mg/dl (B)(6) 2017 11:50 am fasting: yes, memory concerns: lo (B)(6) 2017. Customer called in regards to erratic result on her and her husbands meter. After reviewing the meters memory, lo result was found, customer states she felt fine when she got the result.